Manufacturer narrative:
The suspected touchscreen was returned to philips for failure investigation. The technician documented the following conclusion/root cause, product investigation lab (pil) tech verified that the touch screen failed the required flex cable resistance verification testing. The high out of spec resistance results are the reason for the touch screen misalignment issue and the reason for the confirmed touch screen accusation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touch panel that was faulty on the right side. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips service engineer (se) evaluated the device, and reported that there was a misalignment in the touch position. A calibration was performed, but the issue was not resolved. The touchscreen was then replaced to resolve the issue.